Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device has not been returned for investigation. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Event description:
It was reported that the cup impactor broke during insertion of the g7 cup. Because the cup was 80% inserted when the offset inserter broke off, it resulted in the straight inserter having difficulty attaching to the cup. However, the procedure was able to be completed with the straight inserter using the same cup. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 31-400600. Item name mih mod cup inserter lot # zb10301. 110010241 item name g7 osseoti 3 holeshell 46mm b lot # 65401171. G2: foreign: japan. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2023 - 01998 the device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted h3 other text : device location is unknown.